Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending artery. The vessel was pre-dilatated with an unspecified 2.5x8mm balloon at 10 atmospheres. The 2.5x48mm xience xpedition stent delivery system (sds) was deployed; however, upon removal check shot revealed a dissection at the distal end. The dissection was covered with a 2.5x8mm drug eluting stent. Timi iii flow is good without any residual stenosis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.